Manufacturer narrative:
Device evaluation: the reported issue of the device sending good blood to the waste bag was verified during service. During inspection service technician found the emitter and detector gain and offset were out of calibration. Upon further inspection service technician found that there was blood and fluid egress inside the centrifuge, damper and the optics sensors themselves. Service technician thoroughly cleaned the centrifuge and damper. The issue was resolved by replacing the cable assembly, assy optics level sensor detector and assy optics level sensor emitter. Service technician verified and calibrated the optics sensors were reading properly and completed a full diagnostic check and hlt. Post repair testing was performed per specifications. Note: the instrument was analysed by a field service technician within the facility. The instrument did not return to a medtronic facility for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument it was reported that it was sending good blood to the waste bag. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.